Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was diagnosed with an infection at the ipg pocket site. IV antibiotics were prescribed to treat the course of the infection. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.